Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. As the serial number of the alleged cycler was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. Clinical investigation: although a temporal relationship exists between the liberty cycler and the reported adverse event(s) of clostridium difficile (c-diff), hernia, cloudy effluent, and peritonitis, there is no documentation showing a causal relationship between the liberty cycler, the hospitalization and/or the aforementioned adverse events. Additionally, there is no allegation against any fresenius products and the adverse events. It remains unclear if patient was utilizing any fresenius products during hospitalization. There is however a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy given the organism cultured was providencia stuartii. There is a probable association between the reported c-diff and the treatment of peritonitis in pd patients. Additionally, it is unknown what precipitated the hernia, however the patient was able to continue with pd.

Event description:
A peritoneal dialysis (pd) patient was hospitalized for peritonitis, hernia, clostridium difficile (c-diff), and cloudy effluent from (B)(6) 2017. Follow-up information with the pd nurse revealed that there was no treatment for the reported hernia while the patient was hospitalized and the nurse had not seen an obvious hernia. The hernia was reported by the patient but there was no official diagnosis by medical professionals. The pd effluent fluid cultures were collected and the results were positive for gram negative providencia stuartii. The patient was subsequently treated with IV antibiotics and ciprofloxacin. The pd nurse stated that the source of the peritonitis was suspected to be from touch contamination and the c-diff was possibly caused by antibiotic use. The patient was discharged from the hospital on (B)(6) 2017 and continues pd treatments with the cycler.